Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an insulin was infused over thirty (30) minutes and not at the rate that was programmed. Customer reports it is thought to be a programming error. There was patient involvement but impact is unknown. Although attempts were made, no further information was made available.